Manufacturer narrative:
H6- health effect clinical code: 4581 significant reduction of iridocorneal angles (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter-10.50/0.5/169 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2024. The patient experienced an excessive vault and significant reduction of irido-corneal angles. On the same day separate surgery the lens was exchanged with the same model, shorter length and the problem was resolved. The reporter indicated the cause of the event was unknown.